Event description:
Caller reported damage to the pump housing and usb port, which impacted charging ability and led to a pump shutdown. The shutdown caused the customer¿s blood glucose levels to display as "high," confirming an adverse impact. For resolution, tandem technical support arranged to send a replacement pump. The customer was advised to use multiple daily injections as a backup if the pump's battery dies before receiving the replacement. Technical support also provided instructions on returning the faulty pump and programming the new one with existing settings. Cts confirmed the customer¿s understanding and compliance with these instructions.